Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that previously it was taking over an hour to charge. Pt had the program changed and it is now taking less time. They also rebooted the battery. Pt reported the device seems to be working better and was grateful for the device. Before the implant, they could hardly walk.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated it never takes her over an hour to charge. Patient stated this morning she was at 30% when she got up and went to charge and had it on for an hour and 15 minutes and it went up to 70%. Patient stated she is always on excellent and it is never over one hour to recharge. Patient said she is at the point where she has to charge in the evening and in the morning and sometimes at night it goes out. Patient service specialist asked when this all started and patient said most of the time since implant. Patient mentioned she has had trouble charging in the beginning but now it is taking a significant amount of time. Patient states she has not tried a reset on controller. Agent walked patient through resetting equipment and pt will try and see if this makes a difference charging. Agent reviewed recharging expectations. Patient reset the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Patient then connected the recharger and confirmed controller was 90% and implant was 80%. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned she was starting to have more pain down one leg.